Event description:
It was reported that the patient expired the day of surgery, "at some point during the night." The cause of death was not known. Patient's family noted that "he was much sedated when they put him to bed." Patient had a spinal anesthesia for procedure. Patient had history of copd. It was indicated that an autopsy was done on patient, but results were not known. Patient was receiving 1.44 mg of morphine per day via the device. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the pathologist was unable to release any information.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).